Manufacturer narrative:
Block b5 has been updated with additional information received on may 14, 2024 and may 24, 2024. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat an esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the transition zone was unable to meet the deployment of the proximal flange, consequently, the stent was deployed below the target location. The stent was removed, and an agile esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat an esophageal stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for the treatment of esophageal stenosis. Additional information received on may 14, 2024 and may 24, 2024. The stent was removed using a snare, and no visible problems were observed with the handle.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat an esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the transition zone was unable to meet the deployment of the proximal flange, consequently, the stent was deployed below the target location. The stent was removed, and an agile esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat an esophageal stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size and walled-off necrosis 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for the treatment of esophageal stenosis.